Manufacturer narrative:
No resolution documented; equipment remains down. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the arc was stuck due to a polypropylene surgery cloth on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.